Event description:
It was reported that the implant broke off of the inserter during implantation and the inserter tore the patient's dura.

Manufacturer narrative:
It is indicated that the ardis inserter will not be returned for evaluation. Review of all records for the inserter could not be performed as the lot number is unknown. Review of the provided information concluded that there is no evidence of a product defect or deficiency, and operational context may have contributed to this event. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.